Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that they experienced high blood glucose level of 400 mg/dl. To 500 mg/dl the customer's nurse reported that the high blood glucose was treated with manual injection. Customer's blood glucose value was 197 mg/dl at the time of the call. Customer's nurse reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. Customer's nurse declined to check for possible leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer mentioned that she will perform high pressure test with her healthcare professional. Customer's nurse also reported to have experienced a low blood glucose of 67 mg/dl and treated with food. Customer was advised to monitor blood glucose. The insulin pump will not be returned for analysis.